Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The baxter technical service representative (tsr) recycled power and it cleared. They explained the alarms and the caller would finish with manuals. The caller said one supply bag was empty and hanging off of a dresser but was not disconnected. The caller would call the rn per the air detect alarm and being connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she was not aware of the patient having had that alarm. She had spoken to the patient recently and they had not mentioned it. The patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Despite baxter?s attempts, additional information could not be obtained. If any additional information should become available, a follow up report will be submitted. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.